Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The investigation was limited due to the unavailability of calibration data, quality control data, and pre-analytical information. A definitive root cause for the reported event could not be identified based on the available information.

Event description:
The initial reporter alleged a non-reproducible non-reactive result for one patient sample tested with the elecsys hiv duo assay on a cobas e 801 module. The initial measurement of the sample on the cobas e 801 module yielded a non-reactive result of 0.844 coi. The same sample was tested using an alternative methodology (alinity), which produced a positive result of 825.96 coi. A repeat test on the alinity system also yielded a positive result of 759.21 coi. Retesting the sample with the elecsys hiv duo assay on the cobas e 801 module resulted in a reactive result of 774 coi. Repetitions of the five samples tested before and after the initial non-reactive result did not show any discrepancies. The initial non-reactive elecsys hiv duo result was not released to the patient.